Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9.9 cm in diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 71 degrees. The proximal aorta was 20-25 mm in diameter and 44 mm in length. The distal aorta was 79 mm in diameter. The left iliac artery was 12-11mm in diameter. The right iliac contained an aneurysm 42mm in diameter and 51mm long. The right femoral artery was 12 mm in diameter, and the left was 11mm. The right and left iliac arteries were severely tortuous with 0% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 0%. It was reported that following the index procedure, a secondary procedure was performed to address impending kinking of the bilateral stent graft extensions likely due to severe iliac tortuosity. Another manufacturer¿s peripheral stents were implanted bilaterally to extend the stent grafts with more radial force. The investigator assessed this event to be procedure related but not device related. The event resolved one week later. No additional clinical sequelae were reported, and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft kinking); patient¿s condition affected effectiveness of device (severe bilateral iliac tortuosity). Conclusions: known inherent risk of a procedure (stent graft kinking); device failure related to patient condition (severe bilateral iliac tortuosity).